Event description:
Spinal fusion by dr (B)(6), (b)(6 was my healthcare provider). After the surgery, my sciatic pains continued to get worse and my primary care physician. Dr (B)(6) sent me to physical therapy, where the pain became intolerable, to the point I had to quit pt. Seven months after the surgery, another MRI wad done and it was discovered the fusion device had failed. My second neurosurgeon said the device was inappropriately designed and inadequate for my condition. It should not have been cantilevered, the pedicle screw was undersized (and sheared) and the fusion basket failed to fuse. I had a second spinal fusion in (B)(6) 2012. But, it was too late and I became permanently disabled. Can you ask for the (B)(6) 2011 MRI and let me know what was wrong with the first surgery? Was the fusion device inadequately designed and inappropriate for my body size? Or, was the device simply flawed? The MRI of (B)(6) 2011 noted my fusion device had failed. The pedicle screw fractured and the fusion basket had not fused. FDA safety report ID# (B)(4).